Manufacturer narrative:
Three devices were received and evaluated. The evaluation results are as follows: three devices were received and evaluated for the event. Aii devices were received, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported that with two v-go's, the needle button popped out midway through the day.